Event description:
Imp ref # (B)(4).

Manufacturer narrative:
(B)(4). This report has been identified as b braun internal report #(B)(4). The device is currently shipping from the customer to bbm in (B)(6) for investigation. A follow-up report will be provided after the inspection results become available.